Event description:
The manufacturer received information that a trilogy evo ventilator failed a test step during diagnostic testing by the customer for active exhalation verification: s(+) p(-): pilot : reading. There was no patient involvement, and no harm or injury reported. The reporter indicated the customer declined repair of the device and no repair quote for the device issue was done. No device evaluation or repair work will be completed by philips. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The device is not being returned to the manufacturer for evaluation or repair; therefore the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted if additional information is reported.